Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4). Event description continuation: we have assessed the bwi lab finding of, ¿the clear sensor sleeve (pebax) had liquid reddish brown material inside it and no opening found for liquid to get in¿ as not reportable. After first visual inspection there is no exposed inner components, the pebax was not compromised in any way and no patient consequences were reported. Therefore this issue is not reportable. It will be reassessed once the product undergoes full assessment. We have assessed the bwi lab finding of, ¿the transition between the shaft and tip lumen was cracked open and had reddish brown material inside. The tip is separate and can move 360 degrees,¿ as reportable. The awareness date is reset to the bwi failure analysis lab finding of (B)(4) 2015.

Event description:
It was reported that a patient underwent a ventricular tachycardia procedure with a smart touch unidirectional catheter and during visual inspection of the returned catheter at the bwi failure analysis lab, it was noted that the transition between the shaft and tip lumen was cracked open. The tip was separated and could move 360 degrees. It was originally reported that when the physician ablated, the stockert generator showed the message "pump on,¿ the pump started the high flow rate and then stopped. The ablation could not be performed because the error appeared and the stockert generator stopped the ablation. The physician checked the catheter irrigation and the catheter seemed to have the internal lumen obstructed. The irrigation was not working properly. The catheter was replaced with a same like product. The procedure was completed without any other issue and no patient injury. This original issue is highly detectable and assessed as not reportable. The catheter was received at the bwi failure analysis lab on (B)(4) 2015. The returned catheter condition noted was that the clear sensor sleeve (pebax) had liquid reddish brown material inside it and no opening found for liquid to get in. Also, the transition between the shaft and tip lumen was cracked open and had reddish brown material inside. The tip was separated and could move 360 degrees. Upon request, additional information was provided on the returned catheter condition. This catheter was not withdrawn from the patient with difficulty. This returned catheter condition was not noticed prior to use nor after withdrawal from the patient. The st. Jude 8.5f agilis sheath was used with this catheter.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent a ventricular tachycardia procedure with a smart touch unidirectional catheter. It was reported that when the physician ablated, the stockert generator showed the message "pump on,¿ the pump started the high flow rate and then stopped. The ablation could not be performed because the error appeared and the stockert generator stopped the ablation. The physician checked the catheter irrigation and the catheter seemed to have the internal lumen obstructed. The irrigation was not working properly. The catheter was replaced with a same like product. The procedure was completed without any other issue and no patient injury. Upon receiving, the catheter was visually inspected and it was found that the clear sensor sleeve (pebax) had liquid reddish brown material inside it and no opening found for liquid to get in. Also, the transition between the shaft and tip lumen had cracked open and had reddish brown material inside. This condition might have contributed to the reddish brown material to get in. These conditions were not noticed by the customer. A scanning electron microscope (sem) testing was performed over the damaged tip-shaft area and results showed that the tip presented evidence of elongations only on the surface of ruptured section of the tip. These elongations observed could be related to an application of a force that induced a plastic deformation until rupture. Per the transversal analysis probably an application of torsion on the pu section could induce the rupture. Per the irrigation complaint, an irrigation test was performed and the catheter passed. No occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.